Event description:
A medtronic representative reported a system that was intermittently exiting while in the cranial software. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Inav system returned, a medtronic representative inspected the camera based and it is representative inspected the camera base and it is damaged where the camera pole attaches to the base. Software investigation finds that due to the random nature of the crashes and the stack trace these crashes appear to be related to inav memory not functioning properly.